Event description:
Healthcare professional (hcp) reports one incident of blood leak with psn 210 dialyzer. Incident occurred at the start of the pt's treatment. Hcp stated that the blood leak was visible in dialysate and was verified with positive hemastix. Blood was not returned to the pt, with an estimated blood loss 0f 150cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.